Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the pump was implanted on (B)(6) 2011. The patient was receiving treatment for chronic pain problems and was determined to be a candidate for the pump. Medical malpractice was alleged. The patient went to see a health care provider (hcp) on (B)(6). Each time the patient complained of unrelieved pain and there was concern the pump was not working properly. On both occasions, the hcp made adjustments to the pump and the patient was sent home without further care. It was reported there was failure to properly or adequately calibrate and adjust the pump so that it only dispensed a safe and survivable dose of indicated and approved medication. The patient was found dead in her home (B)(6) 2011. An autopsy performed on the patient determined the most likely cause of death was drug overdose. The patient was reported to have experienced physical pain and suffering leading up until death. It was reported the pump was implanted despite several recalls and ¿known propensity of the pump¿ to malfunction resulting in overdose. The drug delivered by the pump was not reported, though it was reported that non-indicated and/or non-approved medications.